Event description:
On 24-sep-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 295 mg/dl after announcing and consuming a meal. The user remained connected to the ilet, and glucose levels began to decline during the call. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.